Event description:
It was reported that the lesion was a moderately tortuous, non-calcified eccentric stricture in the first diagonal. The tristar was being implanted proximal to a bifurcation of the lad and diagonal vessels (contrary to IFU). After deploying the tristar at the proximal lad, there was some plaque that shifted into the first diagonal, distal to the stent. Then closure occurred at the first diagonal. A balloon was then used to reopen the diagonal vessel. No pt injury was reported.